Event description:
During right knee replacement: proximal tibial cut was completed. Pulse lavage was used. One pack of cemex with gentamicin was used to cement all the components in place. At this time, it was noted that the pin had become loose medially, was missing approximately 5 mm tip. However, the components were cemented in place. It was elected to leave things as it was as there was no obvious prominence of the pin in the subchondral bone.